Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Abbott technical support was contacted and suggested ra lead revision to resolve the event. No intervention was performed. The patient was in stable condition.